Event description:
Event was reported to caldera medical by an attorney. The patient suffers chronic pelvic, lower back, and vaginal area pain as well as lower abdominal inflammation. No further information has been provided.